Manufacturer narrative:
On previously submitted report (device) problem code grid was incorrect. In this report section (device) problem code grid has been updated/corrected.

Event description:
A everflo intl opi was returned to a third-party service center. During the evaluation of the device at the third party service center, the device was visually inspected and pca is defective button does not work and the operating hours cannot be read ( burned ). The device was returned to the manufacturer¿s product investigation for investigation. The manufacturer visually inspected the device. The manufacturer found no evidence of sound abatement foam degradation. And also found button does not work and burned. The metal end caps of the fuse (f1) were loose inside of the device (indicative of a power surge external to the device). At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.